Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead, implanted: (B)(6) 2012; rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead dislodged. It was noted the atrial lead was sensing r waves, with no p waves and pacing the ventricle. The lead was repositioned. No patient complications have been reported as a result of this event.